Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection was performed and revealed no evidence of kinked tubing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing at the bottom of the drip chamber of a solution administration set was kinked. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.